Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Evidence indicates that the detached header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that at the elective procedure to replace this device, the device header was found to be loose. No adverse patient effects were reported.